Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing that resulted in delivery of inappropriate shocks in more than a single episode in alternate and primary sensing vectors. Additionally, the smartpass feature was noted to have become disabled due to t-wave oversensing following a premature ventricular contraction (pvc). Review of the stored episodes noted a change in r-wave morphology with an elevated heart rate in primary sensing vector, as well as low qrs signal amplitudes in alternate sensing vector. Technical services (ts) discussed the option of reprogramming the sensing vector to secondary and performing exercise testing. System explant and replacement with a transvenous implantable cardioverter defibrillator (ICD) system was being considered if no viable programming options are available. The root cause of the morphology changes was not determined, and the physician plans to continue monitoring. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing that resulted in delivery of inappropriate shocks in more than a single episode in alternate and primary sensing vectors. Additionally, the smartpass feature was noted to have become disabled due to t-wave oversensing following a premature ventricular contraction (pvc). Review of the stored episodes noted a change in r-wave morphology with an elevated heart rate in primary sensing vector, as well as low qrs signal amplitudes in alternate sensing vector. Technical services (ts) discussed the option of reprogramming the sensing vector to secondary and performing exercise testing. System explant and replacement with a transvenous implantable cardioverter defibrillator (ICD) system was being considered if no viable programming options are available. The root cause of the morphology changes was not determined, and the physician plans to continue monitoring. No adverse patient effects were reported. This device remains in service. It was reported that the sensing vector had been reprogrammed to secondary based on the previous discussion with ts. Additional information was received that the patient later received another inappropriate shock. Ts reviewed stored device data in the remote home monitoring system and noted data from the last alert check three days ago noted no shock therapy delivered. Ts noted if the patient received the shock following the last alert check, it is not yet in the remote home monitoring system. Ts discussed the option of obtaining a copy of device data to submit for further review. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.